Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received analyzer alarms and questionable troponin t hs results for an unknown number of patient samples. Of the data provided for 30 patient samples. Only the results for 13 patient samples were discrepant. The erroneous results were reported outside of the laboratory and were questioned by the physician as they did not match the patient history. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided. The field service representative found there were frequent liquid level detection problems (lld). He determined there was a problem with the probe, lld voltage adjustment, or with the lld board. He performed adjustments and ran performance testing and qc which were successful.